Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. A service review was completed and determined the device has been serviced within the last 12 months for the same allegation. In the past evaluation the symptom was not reproduced, and the ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced system error 345 alarms. A review of the event history log identified the presence of multiple 'system error 345' messages. The cause was identified to be an ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device alarmed system error 345 (thermistor disparity). No additional information is available.